Event description:
Information provided states that during the case the surgeon could not use the set screw driver due to it being worn. The device could not be used to complete the case. No adverse effects to the patient and no delay in the case.